Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss311) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured across the upper threads. Additionally, there was bone residue around the external threads due to usage. The DHR was not available electronically for the subject lot number (285626) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot (285626) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available. Summary investigation.

Event description:
It was reported implant fractured and was removed. No other implant was placed.